Event description:
Report received from the USA stating that the outer hose of the device "has cuts in it". The device was not related to; prior to pt use. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).